Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited high superior vena cava (svc) and rv c oil impedances. Noise was also seen on all electrograms (egms) both spontaneously and during pocket manipulation and isometrics. The rv lead will be revised. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited high superior vena cava (svc) and rv coil impedances. Noise was also seen on all electrograms (egms) both spontaneously and during pocket manipulation and isometrics. It was further reported that the lead exhibited an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2003; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. (B)(4).